Event description:
It was reported by a physio-control service representative that the customer's device did not boot up during the incoming inspection of the device. The customer had initially returned the device for maintenance and included a note that the device did not boot up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would boot up with another flex cable, but it was not possible to print or update the device's software. Physio-control then replaced the flex cable, the system pcb assembly and the user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.